Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that the quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed air bubbles in the degasser tubing and replaced the degasser. The cse repaired tubing connection and primed the system, which passed. The customer performed wash 2 test, which passed. The customer ran qc, which passed. The cause of the discordant, falsely elevated co2 results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on three patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.